Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. And also reported the gap between blood glucose and sensor glucose was large. The event involved product(s) mmt-7040c9. Troubleshooting was not performed. There was a pause in insulin while the blood glucose and sensor glucose divergence was occurring. Advised to wait at least an hour and if blood glucose was stable to calibrate. No further patient complications were reported. Product return for mmt-7040c9 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value of 38mg/dl versus a sensor glucose value of 70mg/dl. No treatment was mentioned for the low. As a result, customer replaced the sensor. Customer also mentioned having high blood glucose. No treatment was mentioned for the high. Pump was used within 48 hours of the high and low. Smartguard was used.